Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.